Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Michael nino requesting to find out what the error code mean for 600.7100 model 8600 (auto ID) I walk him thru that error code which is on technical service manual error, the code means that ci board safety system and auto ID keypad failure. Michael decided to just send in the device for repair.